Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that only a proximal 1.37" portion of the screw was returned. The distal portion, approximately 0.598", is broken-off and was not returned. The fracture surface displays a torsional-type fracture pattern. The complainant's event is typically caused by improper bone preparation or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a fifth metatarsal fracture. The screw broke where the threads meet the shaft. The site had been pre-drilled. Only part of the broken screw was removed and a plate was put on top of the fracture. Follow-up: the screw broke below the bone surface, plate was inserted on the top of the toe and over the broken screw to secure the fracture.